Event description:
It was reported a coda lp balloon catheter burst during an abdominal endovascular aneurysm repair (evar). Following implantation of a 20 fr custom made main body aortic graft and two leg grafts, the physician wanted to dilate the lying stent graft. The balloon was advanced through the patient's left external iliac through the lying 12 fr leg graft, but it was noted that this was difficult due to the severe angulation of the external and common iliacs. The physician then switched the patient's right side, through the main body, and repeated the process. After the 4th inflation, the balloon burst at the level of the neo bifurcation. It was noted that the ballooning was infrarenal. Following the balloon rupture, another coda balloon was opened to complete the procedure. A 20 ml syringe was used and the inflation volume of the balloon was 15 ml. An insufflator was not used. Tortuosity and calcification was present in both iliacs, with more tortuosity being noted in the left side from the external iliac. A wire from another manufacturer was used to start and inflate, with a lunderquist wire being used to place the graft. Calcification was not present inside the graft, but was noted in the external iliac. No harm to the patient has been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: it was reported a coda lp balloon catheter burst during an abdominal endovascular aneurysm repair (evar). Following implantation of a 20 fr custom made main body aortic graft and two leg grafts, the physician wanted to dilate the lying stent graft. The balloon was advanced through the patient's left external iliac through the lying 12 fr leg graft, but it was noted that this was difficult due to the severe angulation of the external and common iliacs. The physician then switched the patient's right side, through the main body, and repeated the process. After the 4th inflation, the balloon burst at the level of the neo bifurcation. It was noted that the ballooning was infrarenal. Following the balloon rupture, another coda balloon was opened to complete the procedure. A 20 ml syringe was used and the inflation volume of the balloon was 15 ml. An insufflator was not used. Tortuosity and calcification was present in both iliacs, with more tortuosity being noted in the left side from the external iliac. A wire from another manufacturer was used to start and inflate, with a lunderquist wire being used to place the graft. Calcification was not present inside the graft, but was noted in the external iliac. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was returned to cook for investigation. Physical examination of the returned device showed: one used device. The balloon burst open. No other damage was observed. Cook reviewed the device history record for final product lot 14122337. There were two nonconformance¿s reported, but they were reworked and re-inspected prior to further processing. No other complaints have been reported. Therefore, cook concludes the complaint device was manufactured per specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ rupture of balloon. ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. Precautions ¿ always manipulate catheter using fluoroscopic control. ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events ¿ vessel dissection, perforation, rupture, or injury. Balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ rupture of balloon maximum inflation volumes catheter size max. Volume coda-2-9.0-35-120-32 30 cc balloon preparation note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon and close stopcock. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation ¿ caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. ¿ inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. ¿ if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has determined a definitive conclusion could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report since the previous report was submitted.